Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: l2+please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that the needle never deployed the cannula into the skin. The status of the pink slide was not provided. The patient¿s mother stated that they realized on the second day that insulin had been accumulating under the pod. No impact to the patient's glucose level was reported. The pod was worn for between 37 and 48 hours. As treatment, a new pod was placed.